Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax light(device #3) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax light(device #3).additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax light mesh (device #1 and device #2) on (B)(6) 2012 and two(2) 3dmax light mesh (device #3 and device #4) on (B)(6) 2017. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the four (4) bard/davol 3dmax light mesh(devices #1,#2,#3 and #4). As reported, the attorney alleges patient experienced emotional distress and the device was defective.